Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Additional information: concomitant products, product received on: 01sep2020 investigation ¿ evaluation. It was reported to cook that the coaxial needle assembly (dtn) within a quick-core coaxial biopsy needle set was difficult to unscrew. The coaxial needle assembly could not be separated prior to patient contact. This incident was reported by nanjing changde med. Supp. Co., in china. No adverse effects were reported. A review of the complaint history, device history record, instructions for use (IFU), quality control of the device, as well as a visual inspection, and functional test, were conducted during the investigation. The complainant returned 12 quick-core coaxial biopsy needle sets to cook for investigation. One prior to use device, 11 sealed devices, and an additional 9cm biopsy needle were examined. The prior to use device was able to be unscrewed without difficulty. The trocar slid in the cannula without difficulty. All 11 unopened needles unscrewed without difficulty and the trocar slid in the cannula without difficulty. Additionally, a document based investigation evaluation was performed. The risks associated with these devices are acceptable when weighed against the benefits. Although inspection steps are in place related to this failure mode, a project was opened to further investigate/address this issue. Product labeling was also reviewed. Instructions for use are packaged with this device. Relevant sections include: instructions for use ¿1. If using the coaxial needle, insert the coaxial needle to the border of the lesion. 7. To remove tissue specimen, pull back on the plunger until a firm click is felt. This indicates that the cutting cannula is locked into position. Push stylet forward to expose specimen within the notch, and remove tissue.¿ a review of the device history record (DHR) was also conducted as a part of the investigation. The DHR for the complaint lot and related subassembly lots found no nonconformances. A data base search revealed one additional complaint for the complaint lot from the field (reported under medwatch report#1820334-2020-01456), which was reported from the field for the same failure mode. However, as there are no related nonconformances, adequate inspection activities have been established, and there is objective evidence that the DHR was fully executed, it was concluded that there is no evidence that nonconforming product exists in house or in field. Based on the information provided, inspection of the returned products and the results of the investigation, a definitive conclusion could not be made. A project was opened to further investigate/address this issue. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required a quick-core coaxial biopsy needle set for an unknown procedure. Prior to patient contact, the coaxial needle was unable to be separated. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.